Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7792, lot# n452500, implanted: (B)(6) 2014, product type: accessory; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the manufacturer representative was reading impedances >20000 ohms in the or. The readings on 13 and 14 were >20000 ohms and when they switched connector blocks, 6 and 7 were >20000. It was noted the rest of the ranges were within 928-1012 ohms despite being disconnected and reconnected. It was reported the connections and direct connections both ¿look good¿. It was reported that the cause of the high impedances was most likely due to ¿some fluid still bouncing around in the spinal canal¿. It was noted the issue should resolve once the fluid absorbs.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.